Manufacturer narrative:
H10. The removed touchscreen was returned to the product investigation lab (pil). A technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and pil was unable to confirm the misalignment in the touch position. The touchscreen flex circuit passed all resistance testing of test #1. There was no problem found on the returned touchscreen.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a misalignment of the touch position on the touchscreen. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. Since the issue was not resolved by calibrating the touchscreen, the pse replaced the touchscreen, performed periodic maintenance, and verified that no other malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service.